Manufacturer narrative:
Clinical investigation: a possible temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event(s) of fvo, chest pain, diastolic chf, nstemi, anterior ischemia, and hypoxic respiratory failure which warranted hospitalization. Per the pdrn, the fvo was caused by the patient¿s non-compliance to pd therapy, in addition to the patient utilizing the wrong dialysate strength. The pdrn¿s statement is confirmed in the cardiology progress note, which attributes the cause of the hypoxic respiratory failure ¿in part¿ to under or sub-optimal dialysis and heart failure. The definitive etiology of the chest pain, diastolic chf, nstemi and anterior ischemia cannot be determined due to the multitude of contributory factor(s) associated with this investigation, therefore causality cannot be established. However the patient¿s non-compliance can reasonably be associated as a contributory factor, in addition to the patient¿s extensive cardiac issues and stenting required to resolve the patient¿s chest pain. Based on the available information and known risk for an overfill event with the use of the liberty select cycler, a possible causal or contributory relationship between the patient¿s adverse event(s) and the liberty select cycler cannot be excluded. Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
A female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) called customer service reporting slow drains. During the call the patient stated she was hospitalized due to fluid overfill on (B)(6) 2018. Furthermore, the patient stated her peritoneal dialysis registered nurse was aware of the increased intraperitoneal volume (iipv) event. During follow-up performed on (B)(6) 2018, the pdrn reported the patient was hospitalized for a myocardial infarction (mi) due to preexisting coronary artery disease (cad); unrelated to pd therapy. The patient was found to be fluid volume overloaded (fvo) due to ¿dehydration,¿ and drinking too much fluid. Additionally the pdrn reported the patient was non-compliant with their ccpd prescription, and utilized the incorrect pd solution strength. The pdrn stated the patient was discharged in stable condition, and is continuing ccpd therapy without issue. The discharge summary was received on (B)(6) 2018, and confirmed the patient was hospitalized from (B)(6) 2018 through (B)(6) 2018 for chest pain (severity unknown), diastolic congestive heart failure (chf), fvo and hypoxic respiratory failure. These event(s) were further complicated when the patient experienced a non st-segment elevation myocardial infarction (nstemi), in addition to being diagnosed with anterior ischemia (occurrence date unknown). The report states the patient underwent a successful cardiac catheterization (date unknown) and received one drug-eluting stent (des), placed into the proximal left anterior descending (lad) coronary artery which resolved the patient¿s chest pain. The cardiology progress note stated the patient event of respiratory failure was in part caused by heart failure and ¿sub-optimal¿ dialysis. The nephrology progress notes indicate the patient responded well to diuretic therapy and additional ultrafiltration during ccpd therapy. In total, the patient lost 12.5 kg of fluid weight during the hospitalization; bringing her to a newly established estimated dry weight (edw) of (B)(6). The patient was discharged in stable condition. It is unknown if any fresenius device(s) or product(s) were utilized during the hospitalization.